Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. The user is not able to give any feedback regarding performance with the device.

Event description:
In situ measurements showed affected channels. The recipient was not able to give any feedback regarding performance with the device. It is unknown if there was any accident. As the user did not give any feedback, it was not clear when the event occured. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.